Manufacturer narrative:
No excessive "no delivery" alarm during testing. Unit passed self-test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call of receiving a no delivery alarm after treating high blood glucose with 2 units of insulin. Customer's blood glucose was 426 mg/dl. Customer declined troubleshooting. Insulin pump would be replaced per customer's request.

Manufacturer narrative:
The insulin pump passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm during our testing. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.